Event description:
New information notes that the lead was capped.

Event description:
During a follow-up, an externalized conductor was observed on the x-ray. All electrical parameters were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.